Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during implant, the physician had difficulty going through the superior vena cava. The helix was extended and the stylet was so bent that the physician was not able to retract the helix. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.